Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel coarse error. The event occurred during testing, and there was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair. Visual evaluation found bottom case is cracked under the l-bracket and right plunger case is cracked. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history found check clutch/plunger lever. During inspection, found the lead screw, and the right and left clutch halves to be worn. The primary problem of travel coarse error was replicated. Replaced the worn lead screw and the right and left clutch halves to correct the primary problem. Device passed all functional and delivery tests.